Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately low results compared to a calibrated lab method. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 3:30pm, prior to the start of the alleged issue, the patient reported developing symptoms of nausea and vomiting. On (B)(6) 2012, at 3:30pm, the patient alleged obtaining blood glucose results of "130mg/dl" with her lfs meter, and "384mg/dl" on a calibrated lab method performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% or <=20mg/dl. The patient reported using no medications to manage her diabetes. The patient claimed she made no changes to her usual diet or activity level on the day of the alleged issue. However, the patient reported in response to her symptoms, she went to her doctor's office and after her blood glucose was measured, she was given 15 units of novolog on (B)(6) /2012, at 3:30pm. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The cca noted the patient's testing process is correct and her test strips were in good condition. However, a control solution test was not run due to the reporter not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue; therefore, the meter could not have contributed to the injury. In addition, there was no delay in treatment. However, this complaint is being reported because the patient performed a meter vs. Calibrated lab comparison where the calculated results of the readings meet lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. The meter was found to function properly. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.